Event description:
A (B)(6) male pt called zoll customer support to report that wires were exposed on his monitor. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (wires exposed) was confirmed. Upon investigation, the monitor's belt connector was pulled partly out of belt connector j1001, causing belt communication failures. The root cause for the damaged connector could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged belt connector. The pt received a replacement monitor.